Event description:
Pt's mother contacted dexcom sales via email on (B)(6) 2011 to report that pt experienced severe irritation from the sensor adhesive patch. Pt began using the device in (B)(6) 2010 and developed a bad rash approx four months after wearing the device. As time passed, the affected skin began to peel and discharge fluid. Pt's mother attempted to apply a barrier product (e.g., tegaderm, IV 3000) to prevent the irritation, but the barrier did not help. During a f/u call by dexcom technical support, pt's mother reported that they visited the pt's physician and obtained a prescription cream for the affected site. Pt discontinued used of the device and was fine at the time of her mother's f/u call with dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.